Manufacturer narrative:
No additional information has been provided. The investigation is considered closed with the information already provided to the customer. The philips device is operating as expected and the reported issue is not confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported, the customer underwent a device upgrade and a network migration also with the implementation of new mx-40 devices. Since installation the customer has reported a significant increase in alarms including false alarms such as vt, asystole and incorrect rate alarms. The clinical settings were largely unchanged and no explainable reason for the increase in alarms. Serious injury was alleged. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
The good faith effort response indicated there was no actual harm to the patient and that the customer was concerned about potential harm due to alarm fatigue. While the allegation of false alarms is not reportable, a final report will be submitted upon completion of the investigation. B1: adverse event/product problem is changed from both to product problem. H1: type of reported complaint is changed from serious injury to product problem. H6: patient outcome code grid is updated. H6: health impact grid is updated. The philips clinical consultant (cc) received example strips of the false alarms. The cc assessed that some of the false alarms were related to assessment leads that may not meet the criteria required for accurate monitoring such as: incorrect rate. While the image resolution made it difficult to zoom in fully, it appeared that the secondary lead (likely avr) had a very low amplitude. This could interfere with beat classification. The cc recommended that the user select an alternative secondary assessment lead, or if no suitable lead is available, switch to single lead analysis. False asystole: the cc determined that the secondary lead (v1) shows significant baseline wander, suggesting poor electrode contact. The cc recommended that the user replace or refix the electrode, choose a different secondary lead, or if no good alternative is available, move to single lead analysis. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.